Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. Samples were taken from the current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect reported. Customer complaint cannot be confirmed. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor and trend for this complaint issue.

Event description:
Customer complaint alleges the adaptor comes out of the tube while the patient is on the ventilation. It was reported there was no patient injury or consequence.